Event description:
It was reported by the patient that when charging the omnipod 5, the patient stated that in the 5 minutes of charging the controller they smelled smoke and realized the controller was on fire. Patients husband used a towel to unplug the omnipod 5 original charger and stated that it melted completely. The charging port had slight damage for the overheating issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the thermal event at this time . Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
On november 3, 2022 a follow up call with the patient and received clarification that there was no fire observed at the time of the event. The reported event is as follows, the patient went to the another room and shortly after smelled burning plastic. The device was noted to be smoking to the point her smoke alarm sounded. There was no flame or spark noted. The device was unplugged immediately. The charging cord was noted to be melted.correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(4). Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4).